Manufacturer narrative:
(B) (4). The devices have been returned to the MFR for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.

Event description:
The pt experienced spasms when the implantable neurostimulator was on. The entire system was explanted and not replaced. The pt recovered without sequela from surgery. A f/u report will be submitted if add'l info becomes available.